Event description:
The customer returned the gastrointestinal videoscope to the service center with a report of insertion tube dented and angulation misadjusted. This does not indicate an MDR reportable event. However, during the device analysis, an MDR reportable malfunction was noted in where corroded objective lenses were observed. There was no patient involvement.

Manufacturer narrative:
B3 - date of event: olympus detected this issue during device analysis; therefore, no information regarding the customer¿s reported date of event is available. Additional information will be provided once available. The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause is likely related to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.